Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged catheter is confirmed but the exact cause remains unknown. One 5 fr dl powerpicc catheter was returned for evaluation. The catheter was trimmed at the 44 cm depth marker. The product sticker label indicated lot: reep0820. The catheter was flushed with water using a 12 ml syringe and was found to be patent to infusion. Microscopic observation of the trimmed section of the catheter revealed the cut to be slanted causing a pointed catheter tip. The cut edges were rough and uneven. The lumen wall was partially compressed and appeared to be adhered to the outer catheter wall. Manipulation of the lumen wall allowed for separation of the adhered region. The catheter was cut 1 cm proximal to the distal end in order to inspect the condition of the catheter. No apparent issues were noted. Since the catheter lumen wall was found to be compressed at the trimmed location, it is likely that the trimming device or technique likely contributed to the damage. The trimming device used is unknown and was not returned for evaluation; therefore, the complaint is confirmed, cause unknown. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that after trimming the catheter, the catheter was collapsed and could not be used. No patient injury reported.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reep0820 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (reep0820) have been reported from the same facility in (B)(6). Device not returned for evaluation.

Event description:
It was reported that after trimming the catheter, the catheter was collapsed and could not be used. No patient injury reported.